Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "broken cables." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's instrument logs was conducted. Investigation revealed the tenaculum forceps instrument (pn 420207-10/ lot # n10191111-0965) was last used during a surgical procedure on (B)(6) 2020 on system rsh0163. The instrument had 6 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip of the reported event was available for review. No additional log review was performed as this type of failure would not result in an error in the logs. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken wires. The customer used a backup instrument of a different kind to continue. The procedure was being completed as planned and there was no reported injury.